Event description:
Affiliate reported that the when the blades were inserted into the retractor body and spread with minor force, one of the two blades broke in pieces, the sternum closed suddenly. Affiliate also reported the texture of the blades appeared to be different.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.